Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Unknown manufacturer address: therefore, smiths medical corporate headquarters in oakdale, mn has been listed in section d3. And the oakdale FDA registration number has been used for the manufacture report number.

Event description:
It was reported that there was a leak. The event occurred during priming. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that leakage can be confirmed due to the whole observed. The probable cause of the damage is due to an extrusion error. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.